Event description:
Customer reports that the settings on the injector system console and powerhead displays of settings do not agree when bolus related injections are changed from the operators console. Customer unable to provide a particular pt event.

Manufacturer narrative:
Optivantage dh injector system is being returned for investigation. Investigation pending. Once investigation has been completed, a 3500a supplemental follow up report will be submitted.